Manufacturer narrative:
(B)(4).

Event description:
Customer states that during an open lobectomy of liver, the device stopped firing after advancing slightly. Replacing by new sulu, the surgeon attempted to fire the device again; however, the issue was duplicated. Stopped using the device and manual suture was performed.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. During functional testing, the reload was loaded into a post market vigilance instrument. The interlock was overridden and the reload was then applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned device as received by medtronic was found to meet specifications and due to the partial fire condition of the reload, the reported condition was confirmed. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The complaint data did not display an increased trend. Replication of the partial fire condition may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire. No product enhancements were generated. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.